Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient implanted with matrix construct at l2-l5 approximately one year prior to revision. Follow up x-rays showed the tulip head on the left l2 screw had disengaged from the shaft of the screw. Surgeon removed l2 screws bilaterally and replaced with a larger diameter screws. Two rods were removed and replaced. Surgeon viewed a halo around two other screws and believed the screws were either loose or had the potential to become loose and lose purchase at a later date. The two screws were removed and replaced. This is the second of 5 reports submitted on this event.